Event description:
During the procedure a 4fr terumo sheath was inserted from the forearm artery, then the model transend 135-cm guidewire was inserted from the sheath through the anastomosis toward the shunt vein. After the wire passed the anastomosis, the physician attempted to advance the sasuga balloon 5.0mm/4.0cm. The wisre became bent at the anastomosis and the balloon would advance. The physician tried to withdraw the bent part of the wire, so that the balloon would advance, but the wire tip fractured without any resistance. The fracture end remained in the pt's vein and it could not be removed with a snare device. A surgical operation was performed to remove the tip and finally the lesion was treated using a fogarty balloon catheter. The pt's condition is good. The operation was finished successfully.